Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #2 of 2: reference MFR. Report: 1627487-2017-02412. The patient reported the inability to adjust the strength of the stimulation. Lead diagnostics revealed multiple high impedances. X-rays were taken and confirmed a fracture in the lead. The patient underwent surgical intervention on (B)(6) 2017 where the entire scs system was removed and replaced. The patient is receiving effective stimulation postoperatively.